Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise leading to oversensing and inappropriate automatic mode switch(ams). No intervention was performed. The patient will further be monitored. The patient was recovering.